Event description:
It is reported that this unit warms when it is set to cool. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that during warming therapy, blanket/pad contact surface temperature is not warm enough. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a field service technician who identified that during warming therapy, blanket/pad contact surface temperature is not warm enough. H codes have been updated to reflect this.